Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s tflex user guide: novolog has been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Novolog was tested for up to 72 hours. Also, "change your infusion set every 48¿72 hours."

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was 290 mg/dl and it was addressed with a manual injection/bolus via the pump. The customer changed the cartridge/tubing twice and site once. Reportedly, the customer changed the site/tubing every 3-4 days and the cartridge every 4 days.